Event description:
The suspect meter exhibited variation in test results when compared with another point of care meter and the lab. The following results were reported: inratio, lab, coaguchek: 5.7, 3.6, 4.1. A staff member was also tested using two different strip lots. The following results were reported: lot 050434 0.9, lot 050473 0.8. Customer to perform additional comparison tests using both strip lots followed by a lab draw. Further follow up to be performed.